Manufacturer narrative:
Supplemental information #1 7/15/2013: after further review this complaint has been ruled out as reportable. This supplemental report is being submitted to informn FDA of the change to the complaint's classification from a reportable malfunction to non-reportable.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio pro meter had an unspecified issue during blood glucose testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.